Event description:
It was reported by the wife of the patient that the patient experienced sepsis three times in 2018. While the patient had been waiting to have surgery to remove the spinal cord stimulator, the patient had been hospitalized. The patient did then have the spinal cord stimulator explanted and it was found that the sepsis had been in the spinal cord stimulator. During the time that the patient was hospitalized the patient became partially paralyzed and by the time the explant surgery was completed he was paralyzed from the chest down. The wife of the patient noted that the implanting physician assessed the device was not the cause of the reported events. The patient underwent rehabilitation which was unsuccessful and then was placed in a long term care facility. The location of the explanted device is unknown.